Event description:
It was reported that the patient's left ventricular (lv) lead was attempted but not used as it repeatedly dislodged. Another left ventricular (lv) lead was implanted. The delivery catheter was reported to break during use but was able to finish slitting and be removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the catheter was returned and analyzed; analysis revealed a spiral slit. The shaft was kinked/buckled and visual analysis noted the catheter was damaged during use. (B)(4).